Event description:
A complete pump failure was reported where the customer was unable to use the device due to a cartridge change error that prevented insulin delivery. Despite troubleshooting efforts, the error code was non-resettable. Subsequently, the customer resorted to using an outdated pump. Although there were concerns about the piston delivering more insulin than needed during priming, no adverse impact to the customer's blood glucose level was reported. The customer declined further troubleshooting and was in the process of obtaining a new device, as the original pump was out of warranty.